Event description:
It was reported that pump battery depleted too quickly, causing low power alerts and shutdown alarms, and pump turned off. There was no adverse impact to the customer¿s blood glucose level, and reported blood glucose did not exceed 270 mg/dL. Customer was educated that insulin on board and maximum hourly bolus were reset to zero when pump shut down, resumed insulin after shutdown, and later used pump history for troubleshooting when unable to upload data. Technical Support confirmed ongoing rapid battery depletion, instructed customer to fully charge battery, determined that pump use did not explain fast battery drain, and arranged replacement pump under warranty. Customer planned to use injections as backup insulin therapy, was advised to program settings and reconnect CGM on replacement pump, was given storage mode instructions, and was instructed to return problematic pump using prepaid label; replacement pump was shipped and original pump was converted to return authorization.

Manufacturer narrative:
In use at the time of the event: CGM model: Unknown. Mobile OS: Unknown.